Event description:
The report stated that during a laparoscopic colon procedure, the ligasure v handpiece was used to seal the ileocolic artery. A full sealing cycle with a confirmed end tone was performed, but the seal bled. The procedure was converted to a laparotomy to stop the bleeding. The report stated that, the pt was not on any steroids, and did not have arteriosclerosis, but it also stated, that the pt's tissue might be fragile.

Manufacturer narrative:
To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.